Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat 6+ cartridges that yielded suspected discrepant potassium (k) result on a (B)(6) year old male patient with breathing difficulties. There was no additional patient information available at the time of this report. Customer states that return product is available for investigation. (B)(6). Collection and test times are unknown. There was no additional patient information available at the time of this report.

Manufacturer narrative:
(B)(4). The investigation was completed on 01/24/2018. Retain and return product was tested and functioning according to specification.

Event description:
Na.